Event description:
It was reported that the device was explanted after implant duration of approximately 0.03 months. Per the surgeon's response, it was learned that the device explanted, due to systolic anterior motion.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. On 09/17/2009 (through follow up with the health care provider via email), additional information. The operative report is available, however, it is in foreign language. It was also noted that the device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.